Event description:
It was reported that the caliper broke as doctor was measuring the length.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the reported reflex hybrid caliper was confirmed visually to have fractured during surgery. No manufacturing issues were found for this lot number. A review of the lot number for this part indicates that this instrument was approximately four years old with an unknown amount of usage. The level of corrosion found on the part indicates many autoclave cycles, which would contribute to stress corrosion cracking. Conclusion: a material analyses report was completed and the part was found to have fractured by stress corrosion cracking.

Event description:
It was reported that the caliper broke as doctor was measuring the length.